Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke. The surgeon applied another suture to complete the procedure. The hospital has reported no patient injury occurred.